Event description:
During the course of a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event was duplicated and confirmed during service evaluation. The potential cause of the issue was determined to be a malfunction of the cable assembly.

Event description:
During the course of a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.